Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) - premarket: k160823.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in non-tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.0 balloon. A 12mm x 3.00mm nc quantum apex? Balloon catheter. However, during the first inflation at 11 atmospheres for 10 seconds, the balloon ruptured. The device was removed and no fragments left inside the patient. The procedure was completed with a different device without any patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). G4 - premarket: k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 12 mm x 3.00 mm nc quantum apex mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. No damage noted on the balloon. A detailed microscopic examination identified a rupture at approximately 3 mm distal of the proximal markerband of the balloon material. A microscopic examination of the shaft polymer extrusion and tip profile were found no issues. A leakage test was performed. The device was attached to an encore inflation unit; a pinhole was identified at 1 mm proximal of the distal markerband. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted a balloon rupture at approximately 3 mm distal of the proximal markerband. The allegation of balloon material rupture is confirmed as it is most likely an interaction occurred between the device and the patient's anatomy that contributed to the reported event. The patient's anatomy was moderately calcified and stenosed these anatomical features likely contributed to the balloon burst.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in non-tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.0 balloon. A 12 mm x 3.00 mm nc quantum apex? Balloon catheter. However, during the first inflation at 11 atmospheres for 10 seconds, the balloon ruptured. The device was removed and no fragments left inside the patient. The procedure was completed with a different device without any patient complications reported.